Manufacturer narrative:
. E1: customer (person) address = (B)(6). E3: customer occupation = unknown g4: PMA/510(k) number = k180053. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the 'strings' detached from the 'sof-flex multi-length ureteral stent' during attempted patient self-removal. The stent was implanted on (B)(6) 2024, during a right flexible ureteroscopy with laser lithotripsy procedure, and the patient attempted to remove the stent, as instructed, on 02jul2024 . During attempted removal, the 'strings' separated from the device and the stent remained in the patient. The patient returned to the clinical setting on (B)(6) 2024 and retained stent was confirmed via imaging. The user attempted to remove the stent with a flexible cystoscope but was unsuccessful. The stent is scheduled to be retrieved under a general anesthesia (ga) on (B)(6) 2024; no information has since been made available regarding the scheduled stent removal. Additional information regarding the event has been requested but is currently unavailable.